Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump wake button was unresponsive. It was also reported that the pump fill estimate was inaccurate. The customer reported a blood glucose (bg) level of 219 (mg/dl) and indicated a bolus would be delivered. The customer declined to reload the cartridge onto the pump to troubleshoot the fill estimate issue. It was indicated that the current pump would continue to be used for diabetes management.